Event description:
Dental assistant reported that dr placed the implant in porous bone. Dr felt it was not stable so he elected to remove it. Pt is reportedly fine.

Manufacturer narrative:
No observable defects could be found with the components themselves. Measurements taken met design requirements. Co was able to review the product's lot history and it was found to be acceptable to release criteria.